Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded within the myometrium") in an adult female patient who had essure inserted (lot no. 50512930,674118) for female sterilisation. The patient had a medical history of pelvic adhesions, paratubal cyst, leiomyoma and pelvic pain in 2023, parity 3, multi gravida and menorrhagia in 2010 and overweight. Previously administered products included: oral contraceptive nos and depo provera. On (B)(6) 2010, the patient had essure inserted. Essure was removed on 16-may-2023. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy,salpingectomy,lysis of adhesions,cystoscopy,robotic sigmoid epiploectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: (B)(6) 2013 expiry date of essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.781 kg/sqm. [Pathology test] on (B)(6) 2023: 1. Uterus, cervix, bilateral fallopian tubes 2. Sigmoid colon at epiploic pre-dx (history): chronic pelvic pain in female. Final diagnosis (microscopic): 1. Uterus, cervix, bilateral fallopian tubes: cervix: benign endocervical and ectocervical mucosa with nabothian cyst; no dysplasia or malignancy identified. Endometrium: inactive endometrium; negative for chronic endometritis, atypical hyperplasia or malignancy. Myometrium: intramural leiomyomas; adenomyosis; no malignancy or atypia. Right fallopian tube: para tubal cysts. Left fallopian tube: no significant pathology. 2. Sigmoid colon at epiploic: mature adipose tissue with congestion. Gross: the right (5.5 x 0.4 cm) and left (6.0 cm in length, 0.6 cm in diameter) fimbriated fallopian tubes have pink-brown, smooth serosal surfaces. The lumens of both tubes contain a gray, metallic, coiled, ligation wire which measure 2 cm in length and less than 0.1 cm in diameter. A portion of each wire also appears embedded within the myometrium. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device embedded. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical device removal was updated to device embedded event..reporter and patient information,medical history,lab data,indication,lot no.,expiry date,drug stop date,non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal via hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded within the myometrium") in an adult female patient who had essure inserted (lot no. 50512930,674118) for female sterilisation. The patient had a medical history of pelvic adhesions, paratubal cyst, leiomyoma and pelvic pain in 2023, parity 3, multi gravida and menorrhagia in 2010 and overweight. Previously administered products included: oral contraceptive nos and depo provera. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy,salpingectomy,lysis of adhesions,cystoscopy,robotic sigmoid epiploectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: (B)(6) -2013 expiry date of essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.781 kg/sqm. [Pathology test] on (B)(6) 2023: 1. Uterus, cervix, bilateral fallopian tubes 2. Sigmoid colon at epiploic pre-dx (history): chronic pelvic pain in female. Final diagnosis (microscopic): 1. Uterus, cervix, bilateral fallopian tubes: cervix: benign endocervical and ectocervical mucosa with nabothian cyst; no dysplasia or malignancy identified. Endometrium: inactive endometrium; negative for chronic endometritis, atypical hyperplasia or malignancy. Myometrium: intramural leiomyomas; adenomyosis; no malignancy or atypia. Right fallopian tube: para tubal cysts. Left fallopian tube: no significant pathology. 2. Sigmoid colon at epiploic: mature adipose tissue with congestion. Gross: the right (5.5 x 0.4 cm) and left (6.0 cm in length, 0.6 cm in diameter) fimbriated fallopian tubes have pink-brown, smooth serosal surfaces. The lumens of both tubes contain a gray, metallic, coiled, ligation wire which measure 2 cm in length and less than 0.1 cm in diameter. A portion of each wire also appears embedded within the myometrium. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device embedded lot number: 50512930 manufacture date: 2010-05 expiration date: 2013-05 lot number: 674118 manufacture date: 2012-09 expiration date: 2019-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.